Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, smoker, inadequate bone quality/quantity, preceding/simultaneous bone augmentation, pain, bleeding, inflammation. During exposure, the patient had pain, redness at the site and pain under load. Prior to this, the patient was treated with antiseptic gel. Unfortunately it did not help.